Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the maxzero needleless connector had a poor connection to the IV line. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the piston of mz1000 that didn't work as intended. When connecting to an IV line, the rebound of the piston was too strong and the hcp had difficulty to use it properly."

Manufacturer narrative:
H.6. Investigation: one mz1000 sample was returned for investigation with residual fluid; no packaging was received with the sample, however the laser ID printed on the sample confirmed the possible lot numbers to be 20014384 or 20014385. Additionally a terumo gravity set was received connected to the mz1000 sample to assist the investigation. A visual inspection of the mz1000 sample did not identify signs of damage or manufacturing issue which could have contributed to the customer's experience. The sample was connected to a 50ml bd plastipak syringe from retained stock and flushed with fluid; no connection issues or leakage was identified during testing. A visual inspection of the male luer from the terumo gravity set did not identify signs of damage or defects which could have contributed to the customer's experience. No connection difficulties or bounceback was identified when performing functional and pressure testing whilst connected to the received terumo gravity set. A review of the production records for lots 20014384 and 20014385 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the maxzero needleless connector had a poor connection to the IV line. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the piston of mz1000 that didn't work as intended. When connecting to an IV line, the rebound of the piston was too strong and the hcp had difficulty to use it properly."